Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system, "device turns off without user input," which was not reproduced. A review of the event history log shows occurrences of system error 322 during the last time the pump was running. The customer reported symptom of "device turns off without user input" is not regarding a power issue but rather system error 322 that caused the pump to stop infusing. The device was found to be operating mechanically as designed. The software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump turns off without user input. Any patient involvement, injury or medical intervention is unknown.